Manufacturer narrative:
Please note that for the information initially reported in (B)(6) 2022, no reporting obligation was identified in the us. Only when the new information was received on 30 (B)(6) 2023 was the reporting obligation for the us identified. Outcome of investigation: it was reported that the cement was already cured after 13 minutes (earlier than expected), so that the prosthesis could no longer be inserted. The cement had to be extracted and a cementless prosthesis was used. It was reported that good implant stability and length were reached with the new prosthesis. The bone cement was mixed with a palamix vacuum mixing system with an or temperature of 19°c. The batch record review of the batch in question did not reveal any abnormalities. According to the diagram at the end of the instructions for use (IFU) of palacos lv+g the curing time at 19°c starts around 7,5min and ends around 11,5 min. Thus, it is quite normal that the cement was not workable anymore at 13 minutes. It seems like the cement was used outside the intended working time. In the instructions for use of palacos lv+g it is stated the the user has to familiarize himself/herself with the cement properties prior to its use. Excerpt from 1910_18326_palacos_lv+g_gba_kartonierer_int.indd: precautions use by operating staff "before using palacos® lv+g the user should be well-acquainted with its properties, handling and application. The user is advised to practise the entire procedure of mixing, handling and introducing palacos® lv+g before using it for the first time. Detailed knowledge is necessary even if mixing systems and syringes are being used for application of the cement." Preparation mixing the components "[...]the mixing, waiting, working and curing times of palacos® lv+g are shown in the diagrams at the end of the instructions for use. Please note that these are stated for guidance only because working time and curing time depend on temperature, mixing and humidity, whereby the direct ambient temperatures are important, e.g. Of cement powder, mixing system, bench and hands." Use of the bone cement "the bone cement can be applied as soon as the doughy bone cement no longer adheres to the gloves. The application period depends on the temperature of the material and the room temperature. To ensure adequate fixation the prosthesis must be introduced and held within the time window allowed for application, until the bone cement has set completely. Remove any surplus cement as long as it is still soft".

Event description:
Initial information received 05-apr-2022: cement hardens too quickly. Information received by sales representative on (B)(6) 2022: 1) setting time = 10 min; 2) using palamix; 3) 19 degrees in operating room; 4) delay in surgery time // change the implant for an uncemented one. Info sales (B)(6) 2022: 1)I do not know the time of the delay; 2)they remove the implant with cement to change for an other. Updated information received (B)(6) 2023: prise en charge d'une pth droite sur fracture du col du fémur. Utilisation du matériel apta fixa duplex. Après essais de rapes jusqu'en taille 5, décision de choisir un implant de taille 4. Préparation du ciment selon la technique opératoire habituelle. Mise en place de l'implant définitif apta fix (ref : 181604, lot : t43041aa, date de consommation : 12/2026) selon la technique opératoire traditionnelle. Après 13 minutes, le ciment s'est durcit avant la mise en place de la tete fémorale et de l'insert pour la réduction. Descellement instantané de la tige fémorale. Le ciment n'a pas de prise avec la tige. Temps de durcissement plus rapide que habituellement. Patient: sexe : f , date de naissance : 1940 conséquences cliniques constatées: prolongation de l'opération. Mise en place d'une prothèse lima sans ciment. Mesures conservatoires et actions entreprises: tentative de mise en place une seconde fois avec un nouveau ciment. Le premier ciment avait durci à l'intérieur du fut fémoral. Extraction du ciment en totalité. Devant une fragilité osseuse fémorale induite une prothèse de révision lima sans ciment est mise en place. Bonne stabilité de l'implant et bonne longueur avec cette nouvelle prothèse. Translation: management of a right thp on a femoral neck fracture. Use of apta fixa duplex material. After trials of rapes up to size 5, decision to choose a size 4 implant. Cement is prepared using the usual surgical technique. Placement of the final apta fix implant (ref: 181604, lot: t43041aa, use-by date: 12/2026) using the traditional surgical technique. After 13 minutes, the cement hardened before the femoral head and reduction insert were placed. Instant loosening of the femoral stem. Cement does not set with the stem. Curing time faster than usual. Patient: sex: f, : date of birth: 1940 clinical consequences observed: prolongation of the operation. Placement of a cementless lima prosthesis. Precautionary measures and actions taken: attempt to insert the prosthesis a second time with a new cement. The first cement had hardened inside the femoral shaft. Extraction of the entire cement. In view of the fragility of the femoral bone, a cementless lima revision prosthesis was inserted. Good implant stability and length with this new prosthesis.